Event description:
The consumer was allegedly seriously injured while using the m41 in the parking lot of an apartment complex when the power chair allegedly flipped over. No details are available regarding the alleged incident and specific injuries.

Manufacturer narrative:
User was injured in a parking lot while using their m41 chair when the chair tipped over. No specific claim regarding a malfunctioning component or failure of the device to meet specifications was made. Conditions of use including the condition of the parking lot are unknown. Product has not been returned for evaluation and it is believed that the chair remains in use. MDR filed as a conservative measure and is based on the injury claimed.